Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided complete pump reset information and guided the caller through the pump reset process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.